Event description:
Product was used following a ptca procedure. Two days later the pt required surgical closure of the vessel where product was used. No further info is available. One week later this pt died from cad. Death was not related to the use of product.